Event description:
It was reported that the patient received inappropriate therapy for svt. Programming changes were made. The patient will be monitored normally. All was fine after the event.

Manufacturer narrative:
(B)(4).